Event description:
A call was placed to technical services on (B)(6) 2013, states that during normal follow up device is showing lead impedance more than 2000. The physician was dr. (B)(6), and the facility is not known. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).